Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Radiographic analysis was performed and x-rays taken - exact dates unknown. Evaluation of the returned device found the porous coating on the cup appeared to be intact and showed minor evidence of bony ingrowth. The porous coating showed evidence of deformation in a small area near the superior rim of the cup. It could not be determined whether this deformation occurred before or during removal surgery. Scratching was visible on the articular surface of the cup. The scratches are possible evidence of debris having been entrained into the joint. However, the nature and origin of any such debris could not be determined during visual examination. There is no indication, with the information available, that there is any non-conformance in the product as manufactured.

Event description:
It was reported that the patient underwent an initial left hip procedure on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2014 due to pain and a loose cup. The cup was removed and replaced.